Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual investigation noted that the sail was not fully seated in the groove of the tubing. Product analysis established a relationship between a device failure and the reported incident of failure to retract. This condition occurs when the main tube compresses over the polyethylene sheath that allows the sail to slide. Once it is compressed the sail bulges from the slot and does not fully retract. This issue will be addressed by increasing the outer diameter of the sail sheath component. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the sail would not fully retract. The case was completed using the same product and the surgeon took precaution not to staple over the sail. No adverse events reported. No unanticipated tissue loss. No extension of incision. No extension of surgery time. Nothing fell into the patient cavity. Device will be returned.